Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During initial testing the device alarmed system error 345 which was not reproduced during evaluation, however a review of the event history log revealed multiple system error 345 messages. A service history eview revealed no indication that the parts replaced during servicing caused or contributed to the issue. It was determined that this could have been a result of environmental issues, therefore the ultrasonic sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.